Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on (B)(6)2025, the dexcom user stated that their diabetologist told them that, besides them, there were ¿half a dozen other patients under his care who have had similar experiences with their dexcom sensors¿, and that ¿two of these patients even had to be hospitalized¿. With the mentioning of ¿similar experiences¿, it was understood that they experienced inaccurate readings. No further details regarding the event were obtained, and no patient information was available. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on (B)(6) 2025, the dexcom user stated that their diabetologist told them that, besides them, there were ¿half a dozen other patients under his care who have had similar experiences with their dexcom sensors¿, and that ¿two of these patients even had to be hospitalized¿. With the mentioning of ¿similar experiences¿, it was understood that they experienced inaccurate readings. No further details regarding the event were obtained, and no patient information was available. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. This report is 1 of 2 allegations of cgm accuracy that had similar event details. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2: correction. This report is 1 of 2 allegations of cgm accuracy that had similar event details. Related records: (B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4). D4: device identification - additional. H2: type of follow up: additional information. H4: device manufacture date - additional.